Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. Reportedly, the pump began to beep and the screen came on. Subsequently, the pump was unresponsive. The customer's blood glucose level was 147 mg/dl. After charging the pump for an hour, the pump turned on. During a review of the pump history with tandem technical support, it was confirmed that customer received a low power alert and low power alarm.